Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Brand name corrected from synthes to 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm. Manufacturer name, city and state was corrected to synthes USA, (B)(4).

Event description:
A copy of the user facility's medwatch report was received. The user facility report # is not listed on the report. A copy of the user facility report will be included in this report. This is 1 of 1 report for complaint (B)(4).